Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced leakage. The following information was provided by the customer: material no.: 381423, batch no.: 8276873. It was reported that the IV catheter was leaking at the IV tubing connection. IV catheter leaking at IV tubing connection. IV catheter was attached to IV tubing. IV tubing needed extra tightening to prevent a leak at the IV catheter female hub. No harm came to patient and the IV did not have to be replaced. This was reported at the time of the event to have occurred on prior occasions.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced leakage. The following information was provided by the customer: material no.: 381423 batch no.: 8276873. It was reported that the IV catheter was leaking at the IV tubing connection. IV catheter leaking at IV tubing connection. IV catheter was attached to IV tubing. IV tubing needed extra tightening to prevent a leak at the IV catheter female hub. No harm came to patient and the IV did not have to be replaced. This was reported at the time of the event to have occurred on prior occasions.